Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a power supply malfunction. At this time it is unknown if there was patient involvement. A service engineer (se) inspected the device and reported that there was a burnt track. To address the failure, the power supply was replaced.